Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with device in backup vvi mode. A device download was performed successfully.

Manufacturer narrative:
(B)(4).